Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative experienced difficulties with the initial communication between this boxed device and the tablet programmer. Once the device was removed from packaging, device interrogation was successfully completed. The available information suggests that this device was implanted and remains in-service.